Event description:
Boston scientific crm received information that this patient had 2-3 syncopal events and was taken by ambulance to the emergency room (ER). The patient presented with a low heart rate in the 30 bpm range. The device was interrogated and egm strips were sent in to bsc technical services (ts) for evaluation. The egm strip indicated a ventricular loss of capture and that the device was in automatic capture mode. A chest x-ray was performed which confirmed the lead had not moved. Isometrics also were done, and no lead movement was detected. The lead remains implanted and the patient will be followed up at a later date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: loss of capture with no known intervention.